Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fph for investigation. Our analysis is accordingly based on the photograph and additional information provided by the hospital. Results: the photograph provided by the hospital showed a crack in the chamber dome, which was adjacent to the bracket. It was also reported that the subject mr290 chamber was infected, and was discarded after the photograph was taken. Conclusion: the photograph and additional information provided by the hospital are not sufficient for us to draw any reasonable conclusion regarding the cause of the reported fault on the subject mr290 chamber. Without the complaint device, we are unable to determine if it had a malfunction that could have caused or contributed to the reported fault. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specifications at the time of production. Moreover, the hospital reported that the leak occurred after a period of use, which suggests that the subject mr290 chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that leak was observed at the base of an mr290v vented autofeed humidification chamber after six days of use. No patient consequence was reported.